Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that camera head had no picture. The issue occurred during reprocessing. There was no report of any patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information, correction and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus repair center for the evaluation and reported problem was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: cut in the cord. Based on the results of the investigation, the most probable cause of the problem is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that no image occurred when camera head was plugged in during preparation for use for an unspecified surgery. The procedure was completed with a similar device. There were no reports of patient harm.